Event description:
Additional information received per clinical assessment identifying the reported endoleak (at an indeterminate origin) as a type ii endoleak. There is therefore no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to identify the reported indeterminate endoleak as a type ii endoleak. This event is therefore anatomy-related due to the nature of a type ii endoleak whch originates from the patient's lumbar arteries; there is no known device malfunction. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient was treated for a type ib endoleak by relining with two (2) afx limb stent grafts and an additional bifurcated afx2 device on (B)(6) 2018. A separate report will be filed for the secondary intervention. Another seven (7) months post re-intervention, an endoleak (at an indeterminate origin) was detected by CT (computed tomography) during routine follow-up. However, the exact date of event is unknown. The physician will continue to monitor the patient who is reportedly doing well. There have been no additional patient sequelae reported.